Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet screen was broken following a car accident unrelated to device operation, and the user temporarily discontinued ilet use while hospitalized; blood glucose levels were reported as unaffected, and a replacement ilet was arranged with instructions for return and data sync. Symptoms included rib fractures due to the accident. Outcomes included hospitalization for injury management. Investigation included customer service troubleshooting and education, shipment of a replacement device, and collection of the original device for return. Investigation of the returned device revealed no physical damage to the display component consistent with external impact, with no reported device alarms or functional glucose control issues prior to discontinuation. It was concluded that no fault was detected per returned device testing.